Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician implanted a resolute integrity rx drug eluting stent. The device did not pass through a previously deployed stent. No excessive force was used during device delivery. The stent was expanded evenly along the entire length. Sufficient time was given to allow the balloon to fully deflate prior to attempting to remove. It was reported that after stent was deployed resistance was encountered removing the balloon from the stent . The balloon seemed stuck and it was reported that force was required to remove it. No damage to the deployed stent and no patient injury reported.